Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that "the spo2 did not correspond to the condition of the infant in the maternity ward". The device was in use on a patient. There was no report of patient or user harm.

Event description:
The customer reported that "the spo2 did not correspond to the condition of the infant in the maternity ward". The device was in use on a patient. There was no report of patient or user harm.